Manufacturer narrative:
The reported sensing anomaly was confirmed in the laboratory via review of stored egms. The device was tested on the bench and no anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that through remote transmission, the device exhibited noise during the supraventricular tachycardia events. Further testing was recommended. The physician plans to explant and replace the device. The asymptomatic patient was doing well.